Event description:
Additional information indicates that the patient was last evaluated in clinic in (B)(6) 2011. The patient has a history of atrial fibrillation with underlying heart block. The reported stimulation has been programmed around. No further clarification around "tearing up the atrium" could be obtained at this time. Unable to refute a lead dislodgement at this time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dangling and tearing up the top chambers of the patient's heart. The patient also reported stimulation when crossing their legs. No additional symptoms have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.